Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient additionally experienced sound quality issues prior to revision surgery. The external visual inspection revealed slices to the silicone overmold on the top cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical test performed. The scanning electron microscopy analysis of the electrode pocket did not reveal any corrosion in the feedthru pocket. The reported complaint of sound quality and overly loud sound could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. This device passed all of the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing overly loud sound with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.